Event description:
This rn attempted to use IV pump, but was unable to open pump door to insert tubing. The "key on the IV tubing was pushed all the way into the insert multiple times, however the door for the pump would not open.